Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed high shock impedance measurements out-of-range (oor) in the middle of the implant procedure. Technical services (ts) reviewed the case and discussed this was most likely a result of electromagnetic interference (emi) and recommended to power down the electrocautery device and other possible emi sources; and perform a commanded shock. Reportedly, the commanded shock was performed and the shock impedance was adequate within range, apparently the clinic was having trouble with noise in the operation room as another ablation case showed the issue as well. This crt-d system was successfully implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed high shock impedance measurements out-of-range (oor) in the middle of the implant procedure. Technical services (ts) reviewed the case and discussed this was most likely a result of electromagnetic interference (emi) and recommended to power down the electrocautery device and other possible emi sources; and perform a commanded shock. Reportedly, the commanded shock was performed and the shock impedance was adequate within range, apparently the clinic was having trouble with noise in the operation room as another ablation case showed the issue as well. This crt-d system was successfully implanted and remains in service. No additional adverse patient effects were reported.